Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days after implant, the implantable cardiac monitor (icm) detected an false positive atrial fibrillation (af) episode due to intermittent undersensing of r-waves. The device remains in use. No patient complications have been reported as a result of this event.